Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing was noted due to post-paced t-wave oversensing. Reprogramming will be completed at the next follow-up and the patient will continue to be monitored. The patient was in stable condition.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event.